Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that very high. Piece of plastic is breaking off the white end cap and lodging into the y-site of the tubing. There was no patient harm. The clinician noticed the plastic in the tubing before using it. Therefore, they put it to the side and grabbed a new product. No further information was provided.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged dust cap is confirmed and was determined to be supplier-related. One 19 g x 0.75 in. Safestep infusion set with y-site was returned for evaluation. An analysis of the sample revealed a small white material within the luer connector hub of the infusion set, which appears to be a broken off piece from the dust cap; however, no damaged was observed on the dust cap returned with the sample. However, the size, shape, and color of the material within the luer hub suggest the material likely entered the luer hub during the manufacturing/assembly process. The supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.